Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not provided. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) ear-old female who underwent primary breast augmentation with mentor smooth round high profile 460cc saline prostheses experienced suspected right sided deflation and left sided surgical intervention post procedure. The left side was deflated surgically for an unspecified reason. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-03311 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2022. The device was explanted on (B)(6) 2022. The identity of the impacted product was clarified with receipt of the device. The device is a mentor siltex round moderate profile 425cc saline prosthesis. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view measuring approximately 0.1 cm. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).